Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) forurinary/bowel dysfunction it was reported that "some weeks ago" they did a stretch like they normally do every morning and had vigorous pain in their hip and butt where the stimulator is, and everything is hurting. It felt like something pulled. The caller indicates that the stimulation is not giving them the vibration feeling like it is supposed to and it is giving them pain. The agent reviewed turning the stim off, and the caller stated that they did that. Later in the call, the caller stated that they turned it down, but they need it on for their bladder symptoms. Caller verbalized confidence in using the external equipment. The agent reviewed the role and explained turning the stim off all the way would prevent any output from the device so they could evaluate if the stimulation is causing the pain. The caller exhibited audible vocalizations of discomfort while on the call. Reviewed to seek medical care if necessary. Emailed physician listings. The patient has reported to the ER, and they are wanting to do an MRI of the patient tonight. They reported a similar history that was reported in the call from earlier today. Pt has turned off the ins, and the ins is in the MRI mode. Discussed x-ray to determine in lead is connected to the ins , then made a medical decision for MRI since we do not know the condition of the system

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.